Event description:
During a laparoscopic cholecystectomy, after the firing trigger was fully closed the clip fell off the instrument (not closing around the vessel). Another clip was deployed and it was applied loosely to the vessel. Another device was used to complete the procedure. There was no patient consequence.